Event description:
The customer reported to olympus that the water pipe part on the evis lucera colonovideoscope rotates with separation. There were no reports of patient harm associated with this event. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found that the mouthpiece was loose. The nozzle had foreign objects. Due to deformation of the upward/downward angulation control knob, water tightness was lost. The connecting tube had a scratch. The plastic distal end cover had a scratch. The light guide lens had discoloration. The objective lens had discoloration. The suction connector had corrosion and a scratch. The protector of the universal cord on the suction connector side had a scratch. The universal cord had a scratch. The flexibility adjustment ring had a scratch. The grip had a scratch. The suction cover had a scratch. The switch box had a scratch. Switch 1 had a scratch. The suction cylinder was shaved. The air/water cylinder had corrosion. The forceps elevator lock engagement lever had a scratch. The forceps elevator knob had a scratch. The upward/downward angulation control knob had corrosion and a scratch. The right/left knob had a scratch. The control unit had discoloration and a scratch. The electrical connector had discoloration due to water leakage. The adhesive on the bending section cover had a crack and a chip. An abnormal sound was made due to damage to the upward/downward angulation control knob. Due to wear of the angle wire, the play of the upward and downward angulation control knob was out of the standard value. Due to wear on the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube had a wrinkle. Due to dirt on the objective lens, there was a lack of image on the monitor. The investigation is ongoing. The foreign material found in the nozzle has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, or sterilizing processes. The customer cleaned, disinfected, and sterilized the actual item before sending it to olympus. The customer did not know what the foreign material was inside the nozzle. There were no abnormalities reported in the accessories used for reprocessing. There was no delay in precleaning; the air/water nozzle was flushed with air and water, wiped and brushed, and flushed with detergent solution. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(6), was initiated by another facility for the same device. Conclusion: the root cause could not be identified due to the foreign material in the nozzle being unknown, and no deformation of the nozzle was observed. The operation manual (operation) describes how to inspect for the subject event in "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system" as below: [inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water feeding function keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.